Event description:
It was reported the pt (B)(6) developed a pressure sore near the area of the ipg. Surgical intervention was undertaken with the intent of relocating the ipg pocket; however, the ipg was replaced due to damage of the device by the physician during the procedure. The pt is currently under the oversight of a wound care nurse.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.